Manufacturer narrative:
The reported event was confirmed use related as patient pulled the catheter. Sample was not available for evaluation. The root cause identified is ¿user (patient) medicated, delirious, confused, or reckless". A device history record review is not required as the event is use related. The instructions for use were found adequate and state the following: [warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foley catheter was placed in the operating room for urinary catheterization and temperature control and was being managed in the ward when the patient pulled it out, causing it to fall out. A cystoscopy revealed that no balloon fragments were found inside the body. There was balloon damage. Per follow up information received via ibc on 25oct2024, stated that it appears that the balloon burst when the patient removed it themselves. Subsequent cystoscopy showed that no catheter was left inside the body.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foley catheter was placed in the operating room for urinary catheterization and temperature control and was being managed in the ward when the patient pulled it out, causing it to fall out. A cystoscopy revealed that no balloon fragments were found inside the body. There was balloon damage. Per follow up information received via ibc on 25oct2024, stated that it appears that the balloon burst when the patient removed it themselves. Subsequent cystoscopy showed that no catheter was left inside the body.